Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in separator x54, dirty tube x22, air bubbles in tube x31, gel air bubbles x205 ", 312 occurrences were reported.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in separator x54. Dirty tube x22. Air bubbles in tube x31. Gel airbubbles x205. " 312 occurrences were reported.